Event description:
On 08/19/2025 the user reported that while performing physical activity at work after announcing breakfast, the user experienced hypoglycemia with blood glucose (bg) of 67 mg/dl, which was corrected with soda and snacks. No medical assistance or hospitalization was required, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.